Event description:
Laser fiber broke off approximately 2 inches at the tip. Doctor used forceps to remove broken segment from right ureter. Procedure done under x-ray and no other segments of laser fiber were noted. FDA safety report ID# (B)(4).